Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal set-up joint (suj4) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the suj4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 32097 points to maxis error occurred, reported by act in suj3 distal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors occurred on universal surgical manipulator (usm2). Technical support engineer (tse) reviewed the system logs and confirmed recoverable errors reported by components in the distal section of the arm and the associated module. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no error message. The issue was not resolved. It was reported to dvstat that this incident occurred when the system was not in use. No other cases were performed on this system until the repair could be completed.